Event description:
A peritoneal dialysis (pd) patient reported that there was a air detected in cassette warning during an unknown phase of pd treatment. Patient canceled treatment and when removing the cassette there was fluid found in the pump module area and on the external part of the cassette. In a follow up, the patient verified there was no harm, adverse event or required intervention due to the fluid leak. The patient was able to let the cycler sit and dry and has been able to use it since. The cycler set is available to return as a sample product for investigation.

Manufacturer narrative:
Additional information: d.9.,a.3. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. The third party shipping company does not show that the shipping label sent to the customer has been used. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that there was a air detected in cassette warning during an unknown phase of pd treatment. Patient canceled treatment and when removing the cassette there was fluid found in the pump module area and on the external part of the cassette. In a follow up, the patient verified there was no harm, adverse event or required intervention due to the fluid leak. The patient was able to let the cycler sit and dry and has been able to use it since. The cycler set is available to return as a sample product for investigation.

Manufacturer narrative:
Correction: the g.3. Date for follow up 1 of MFR report number 8030665-2023-00426 should be 5-11-2023.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that there was a air detected in cassette warning during an unknown phase of pd treatment. Patient canceled treatment and when removing the cassette there was fluid found in the pump module area and on the external part of the cassette. In a follow up, the patient verified there was no harm, adverse event or required intervention due to the fluid leak. The patient was able to let the cycler sit and dry and has been able to use it since. The cycler set is available to return as a sample product for investigation.